Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "drill bit was found broken during surgery. Drill bit left inside patient's body and surgeons agreed not to take out the leftover part and the surgery was successfully done."